Manufacturer narrative:
The customer replaced the co2 absorber to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in a leak in excess of 4.5lpm. There was no report of patient involvement.